Manufacturer narrative:
The reported complaint of xdcr fault was confirmed and duplicated. Pt802 failed. A measurement of the dc signal between pins 2 and 4 found the output at 0cmh2o to be - 0.818mvdc. The value for ocmh20 should be within the range of 0 vdc +/- 0.5mvdc. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.